Event description:
Pt called MFR 03/09/1999 and stated that a piece of intraspinal catheter remained in her csf. She is seeing another physician who is going to remove it at the pt's request. The pt's implanting physician stated that the pt has called him and numerous other drs seeking financial compensation for injury. The pt has not returned to this hcp for a physical examination. The hcp the pt stated she is now seeing did not return telephone calls.